Event description:
Pt has been on dialysis for 6 yrs, was previously using competitor product. Pt experienced back pain, chest pain, and shortness of breath. Pt is also sick with bad lungs. Pt placed back on competitor product.